Event description:
It was reported the patient's gradient was 116mm hg. The physician decided to re-op and implanted a larger valve (el-25a, s/n a10134418). The sjm rep was notified more than one year after explant occurred. Additional information has been requested.